Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device gave a remote alert indicating the image processing computer had a memory problem, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the reported problem was found at the time of turning on the device. There was no patient involvement. The philips remote service engineer (rse) checked the device remotely and confirmed that there was a remote alert about ippc memory problem. The rse found the error " ippc memory 6 problem occurred during runtime" and suggested an onsite. The fse visited onsite and upon functional testing, the fse checked the logfiles and found the memory of ippc failed. The cause of the ippc failure could not be conclusively determined by the supplier's part analysis however, the replacement of the ippc by the fse resolved the reported issue. To adapt the ippc, the fse also replaced the host pc, hard disk and updated the software. After replacements and installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.